Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion section was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The insertion section and the adhesive at the distal end were damaged. Due to the stretch of the angle wire, the angulation was insufficient. There was evidence of water seeping inside the device from the connector. Black dots appeared on the endoscopic image due to broken fibers. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.